Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) was repositioned the day after implant, due to failure to capture. The rv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.